Manufacturer narrative:
Visual, functional, dimensional, and material analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. It was stated in the article that in CT imaging, it was observed that one patient experienced rod fracture approximately 18 months post-operatively. It was also stated that this event likely occurred due to arthrodesis as poor fusion areas were observed. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. With the available information, a root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Event description:
This record captures a review of literature article "occipitocervical fixation: a single surgeon¿s experience with 120 patients" from the journal neurosurgery. The purpose of this study was to review the causes of occipitocervical instability, discuss the indications for surgical intervention, and evaluate long-term surgical outcomes after occipitocervical fixation. Between 2004 and 2013, 120 consecutive patients with the diagnosis of occipitocervical instability were surgically treated with occipitocervical fixation and fusion by the senior author of this paper. An unknown amount of patients were implanted with oasys implants. No deep or delayed infections developed in any patients, and any wound issues resolved with treatment. One patient presented with pain and CT imaging revealed a rod had fractured approximately 18 months post-operatively. It is not known which devices the patient was implanted with or if they received medical intervention.

Event description:
This record captures a review of literature article "occipitocervical fixation: a single surgeon¿s experience with 120 patients" from the journal neurosurgery. The purpose of this study was to review the causes of occipitocervical instability, discuss the indications for surgical intervention, and evaluate long-term surgical outcomes after occipitocervical fixation. Between 2004 and 2013, 120 consecutive patients with the diagnosis of occipitocervical instability were surgically treated with occipitocervical fixation and fusion by the senior author of this paper. An unknown amount of patients were implanted with oasys implants. No deep or delayed infections developed in any patients, and any wound issues resolved with treatment. One patient presented with pain and CT imaging revealed a rod had fractured approximately 18 months post-operatively. It is not known which devices the patient was implanted with or if they received medical intervention.

Manufacturer narrative:
The article 'occipitocervical fixation: a single surgeon¿s experience with 120 patients' in neurosurgery , volume 79 (549-560) 2016, was reviewed.